Manufacturer narrative:
Device evaluation by manufacturer: the carotid wallstent device was returned for analysis. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the instructions for use. The device was returned loaded on to the customers guidewire. The investigator successfully removed the device from the customers guidewire with no resistance experienced. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent deployed from the delivery system. The deployed stent was not returned for analysis. This concludes the product analysis.

Event description:
It was reported that severe resistance occurred during device removal. A 10.0-31 carotid wallstent self-expanding stent was placed for carotid artery stenting. Upon removal of the device from the body, significant resistance was encountered, but it was eventually removed. The procedure was continued and completed with this device. There was no patient complications noted as a result of this event.

Event description:
It was reported that severe resistance occurred during device removal. A 10.0-31 carotid wallstent self-expanding stent was placed for carotid artery stenting. Upon removal of the device from the body, significant resistance was encountered, but it was eventually removed. The procedure was continued and completed with this device. There was no patient complications noted as a result of this event.

Event description:
It was reported that severe resistance occurred during device removal. A 10.0-31 carotid wallstent self-expanding stent was placed for carotid artery stenting. Upon removal of the device from the body, significant resistance was encountered, but it was eventually removed. The procedure was continued and completed with this device. There was no patient complications noted as a result of this event.

Manufacturer narrative:
Updated device evaluation by manufacturer: the carotid wallstent device was returned for analysis. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the instructions for use. The device was returned loaded on to the customers guidewire and in a deployed state. The investigator removed the device from the customers guidewire with a certain degree of resistance experienced. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent deployed from the delivery system. The deployed stent was not returned for analysis. This concludes the product analysis.